Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she experienced low blood glucose and was taken to the hospital by an ambulance. Blood glucose value when paramedics got to her was 22 mg/dl; level at the time of admission was of 17 mg/dl. Customer was given glucose and fluids when arriving at the hospital. She was hospitalized for 7 days and then transferred to a nursing home. Customer stated she was having seizures and took a medication but was changed. She also mentioned she broke her knee and had had 3 surgeries. Customer stated she has experienced three low blood glucose events where she was over 50 mg/dl. Customer changed the time set up by accident. She was assisted with correcting the time and changing the set. Current blood glucose is 173 mg/dl.